Event description:
The customer reported the system was locking up intermittently. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltages were adjusted. The data files were deleted and the ac plug connections were secured. The system was tested and found to be working as intended, and put back into service.